Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was intended to infuse at a rate of 4 ml/hour. However, medication bag was found to be empty. Further information was received through due diligence attempts. It was reported that morphine 100 ml was programmed on (B)(6) 2025 to infuse at 4 ml/hour and double verified. The clinician noted an air-in-line alarm and empty medication bag approximately one (1) hour and twenty (20) minutes later. There was no reported change in the patient's condition, and no interventions were provided. However, it was reported the patient passed away on (B)(6) 2025. Customer risk management stated, "the event reported was equipment malfunction; however, at this point not felt to have contributed to the death."

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device serial #, unique identifier (UDI) #. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported incident of an over infusion of morphine could not be confirmed through review of the logs and was not replicated during device testing. The inspection and testing of the pump module did not find any existing malfunctions that could have contributed to the reported incident. The suspect pump module was found to be infusing within specifications and did not show any signs of unregulated flow occurring. All inspected parts were manufactured by bd. Review of the pcu event log did not show the facility-reported device sn (B)(6) to have been actively infusing on the day of the incident. Instead, sn (B)(6) was observed to have activity matching the reported infusion of morphine, and pump module sn (B)(6) was marked as the suspect device. The system was powered on (B)(6) 2025 at 2:56 pm, ¿no¿ was selected for new patient and ¿yes¿ was selected to confirm the current profile ¿med-surg/tele¿. The initial infusion for the drug ¿morphine¿ was programmed at a concentration of 100 mg / 100 ml and started on (B)(6) 2025 at 3:01 pm. The rate was programmed at 4 ml/hr, calculating the dose at 4 mg/hr, and the volume to be infused (vtbi) was 100 ml. The tamper switch was pressed, locking the panel. At 4:21 pm, an air-in-line alarm was observed. There were attempts to restart the infusion and turning off the unit but the panel was locked. At 4:23 the tamper switch was pressed, unlocking the panel. Between 4:25 pm and 4:28 pm, two (2) safety clamp open alarms were observed, with one lasting up to three (3) seconds. The infusion was then restarted. The infusion was paused at 4:30 pm and the system was powered off at 4:31 pm. The total volume infused was calculated at 5.523 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Root cause: the reported incident of an over infusion of morphine could not be confirmed through review of the logs and was not replicated during device testing. Therefore, the root cause for the reported over infusion of morphine was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump was intended to infuse at a rate of 4ml/hour. However, medication bag was found to be empty. Further information was received through due diligence attempts. It was reported that morphine 100ml was programmed on 24may2025 to infuse at 4ml/hour and double verified. The clinician noted an air-in-line alarm and empty medication bag approximately one (1) hour and twenty (20) minutes later. There was no reported change in the patient's condition, and no interventions were provided. However, it was reported the patient passed away on (B)(6) 2025. Customer risk management stated "the event reported was equipment malfunction however at this point not felt to have contributed to the death."